Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿baker IV capsular contracture, deflated saline breast implant. Right breast deformity, painful, hardening of right breast.¿

Event description:
Healthcare professional reported ¿baker IV capsular contracture, deflated saline breast implant. Right breast deformity, painful, hardening of right breast.¿ this record is for the right side. Device was explanted and replaced.